Event description:
Per complaint form: inbound. Patient reported no disposable alarm. Patient did not write down lot # of cassette but it does the same thing with both cadd legacy pumps. Patient had another mixed cassette and placed it on pump resolved alarm. Patient's cassette that had to be wasted still had 80ml left in cassette. No further details provided. No injury.